Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in routine follow up. Upon interrogation, the pulse generator exhibited noise reversion episodes. All electrical measurements are normal. The device was reprogrammed. The patient would continue to be monitored with routine follow up.